Manufacturer narrative:
Customer resolution and conclusion: the I/o pca, therapy pca, and therapy select knob were replaced and device successfully passed all required tests. The device remains at the customer site and no further evaluation is required at this time. Therapy pca was returned "does not defibrillate." This was verified in failure analysis lab testing. Data generated by this investigation will be logged for trending analysis. Further device investigation has been completed and previously reported investigation results have been confirmed.

Event description:
It was reported to philips that the device did not defibrillate. Device was in clinical use at time of event. However, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device did not defibrillate. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states.

Event description:
It was reported to philips that the device did not defibrillate. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.